Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event. The programmer powered up and interrogated with no blue screen. Two previous system errors were noted in the programmer logs but were unrelated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had many blue screen crashes. The programmer was returned for service. No patient complications have been reported as a result of this event.